Event description:
The customer reported a no ac alarm when the ac power was disconnected. The customer support engineer verified the non alarm condition and replaced the motherboard. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.